Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed flow accuracy test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). "Baxter received and evaluated the device. The device was found within specification in relation to the reported failed 200g accuracy test which was not confirmed or reproduced. The pump was tested with passing results and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07944 can be removed from the FDA database.